Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button, the customer found the needle was found exposed due to puncture through its rubber cover. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. One customer photo shows a device with the cannula pierced through the side of the sleeve. Additionally, 30 retained samples underwent functional tests. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, the 30 retained samples were subjected to additional functional tests. The samples passed testing as there was no leakage observed during retraction. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button, the customer found the needle was found exposed due to puncture through its rubber cover. There was no health impact or consequence reported.